Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. Prior to the procedure, when package was opened, the flush port on the dilator was not attached to the dilator. It was unable to be flushed. Hence, the device was replaced. Procedure was completed successfully. No patient complication was reported. The device is not expected to return form analysis as disposed.